Manufacturer narrative:
The event occurred in (B) (6).

Event description:
Caller reports lancet did not retract into multiclix device after firing, lancet is protruding from device cap. No adverse event reported. A request was made for the return of the product.

Event description:
Caller tested 5.1 inr on the coaguchek xs system while a comparison lab returned as 3.7 inr. No actions taken based on device result. No adverse event reported. Requested return of suspect system, and replacement was sent.